Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced high blood glucose levels upto 460 mg/dl on (B)(6) 2026 as patient used the infusion set for more than 72 hours which leads to blockage in the tubing. The patient was treated with correction injection via multiple drug injections (mdi).